Event description:
It was reported during in clinic follow up that the right ventricular lead exhibited loss of capture. The patient was stable. Further information was requested, but not yet available.